Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rtt was returned for investigation. Visual evaluation of the device noted that the suture system was still on the assembly card. It was also noted that the needle was detached. Signs of crimp were observed on the end of the blue suture and it was noted that the suture tail was stiff. Slight fraying was also observed on the ends of the white suture. Functional testing was not performed due to the damage to the device. An eco-34288 was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a quadriceps surgery the suture of the device detached from the needle. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.